Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26jul2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation and moderate pain. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and observed an opening assessed as surgical damage was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, d9, h1, h3, h6.

Event description:
Patient reported left side deflation and moderate pain. Healthcare professional later reported capsular contracture baker grade I. Healthcare professional additionally reported left side device was not deflated. Device has been explanted.